Event description:
During the transfemoral tavr procedure, the sapien xt valve was deployed in a 30:70 aortic/ventricular position within a preexisting surgical valve, resulting in moderate paravalvular leak and moderate central ai. The deployment of a second sapien xt was required. The patient had a pre-existing homograft valve in placed and was undergoing a valve-in-valve procedure for severe ai. The 23mm sapien xt valve was positioned 50:50 within the homograft valve, however, during deployment the valve moved ventricular and landed 30:70 a/v. The post deployment tee revealed moderate pvl and moderate central ai. Per report, after the valve moved ventricular the physician attempted to pull the valve back aortic, but was unable to re-position the valve as it was being inflated. The valve was post dilated with the delivery balloon; however, there was no improvement was noted. The decision was then made to deploy a second valve. The second 23mm sapien xt was placed in a 50:50 position inside of the existing sapien xt valve (upper outflow). A repeat tee revealed the central ai had reduced to mild and the pvl had reduced to mild-moderate. The physician indicated that he would possibly consider plugging the pvl at a later date. The patient was noted to be stable at the end of the procedure. The coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good during deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition, pvl and central ai requiring intervention are known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. In this case, the sapien xt valve is not currently indicated for use in a previously implanted aortic surgical bioprosthetic valve; therefore the labeling does not instruct the operator how to position the sapien xt valve in this scenario. The exact cause of the event could not be confirmed; however, it is likely that patient factors (i.e. Severely calcified homograft valve) contributed to the movement of and final ventricular position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.